Event description:
Customer reported non-numeric instrument generated flags and error messages were obtained for the differential test results for four patient samples when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer was sent to the facility to service the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the differential shear valve was not moving properly (due to buildup) and was cleaned to resolve this issue. (B)(4).